Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Only the outer pouch and the ampoule of monomer were returned. The event can¿t be confirmed as the cement pouch was not returned. The review of the device manufacturing quality record indicate that 893 products désignation biomet bone cement 1x40g, reference (B)(4), batch a506al1501 were manufactured on (B)(6) 2015. The device manufacturing quality record of 3597855 and 3606432 indicates that the released product met all requirements to perform as intended. No non conformity or deviation was observed which could be linked to the event described in the complaint. Only this complaint has been recorded for biomet bone cement r, batch a506al1501 within one year. According to available data, the most probable root cause is due to packaging issue (sealing process). Corrective action has been initiated to address reported issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the dust bag of bone cement was unsealed. This issue was found during the surgery. No adverse event has been reported as a result of the malfunction.

Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). The device was not returned to the manufacturer. Therefore it could not be analyzed. The review of the device manufacturing quality record indicate that 893 products désignation biomet bone cement 1x40g, reference (B)(4), batch a506al1501 were manufactured on june 15, 2015. The device manufacturing quality record of 3597855 and 3606432 indicate that the released product met all requirements to perform as intended. No non conformity or deviation was observed which could be linked to the event described in the complaint. According to available data, the most probable root cause is due to packaging issue (sealing process). Corrective action has been initiated to address reported issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the dust bag of bone cement was unsealed. This issue was found during the surgery. No adverse event has been reported.